Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled: ¿structural reconstruction of acetabulum for the treatment of acetabular dysplasia with osteoarthritis¿, by tang xu, published in chinese journal of tissue engineering research, 2017, 21 (31): 4933-4938. Author sought to investigate the clinical effects of total hip arthroplasty (tha) with structural reconstruction of acetabulum in patients with acetabular dysplasia and osteoarthritis. Results of the study found that hip functional survey scores for crowe types I ¿ IV dysplasia were significantly improved after treatment; pain and walking conditions of all patients were significantly improved after treatment, quality of life¿such as physical function, body pain, health status, energy, social function, emotional function and mental health were significantly improved after treatment, and the use of acetabular structural reconstruction with total hip replacement improves acetabular cup placement and support, restores limb length and increases acetabular bone mass. Non-cemented johnson & johnson total hip arthroplasty implants were utilized. No additional product details were provided. Complications: one patient had swelling and a small amount of hydrops in the knee joint, which was considered to be caused by keeping the knee joint flexed for a long duration during surgery, and improved on its own, without affecting the patient¿s functional recovery. One patient had postoperative complications of deep venous thrombosis, manifested as pain, swelling, immobilization, and was improved after a full course of anticoagulant therapy

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.